Event description:
Reporter was stuck by a contaminated needle which trying to place it into a needle sharps container. Reporter claims the locking mechanism jammed. Reporter rec'd needlestick treatment.